Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: can you confirm device product code used in each procedure? Plee60a. What is the surgeons typical cartridge selection in each firing for sleeve? 3 green, then 3-4 blue. How long post-op did leak occur? 5 days. How was the leak identified and addressed? Or washout with drains, clipped a week later, then stented 2 days later. Where on sleeve did leak occur and which color cartridge was used in that area? Ge junction. What was the initial surgery date? Not known. Was there any issue with device performance noted in initial procedure? No. Would the surgeon be willing to discuss issues with ethicon medical and engineering? Already set up. What is the current patient status? Still in hospital. Additional information received: the patient presented with a definite leak and had to be brought back twice for surgery¿. No further information is known at this time about the original surgery date or the two dates the patient was treated for a post-op leak.

Event description:
It was reported by the rep during a gastric sleeve procedure, the staple line was leaking. There was no additional information available.